Event description:
It was reported that the patient presented to the hospital with light-headedness and dizziness. In the emergency room (ER), it was noted that there would be loss of pacing with this pacemaker system when the patient's left arm was moved. Although interrogation of the device was not possible, it was found that this device was in safety mode. While in safety mode, there was oversensing of noise on the right ventricular (rv) lead while in the unipolar configuration. It was also noted that the pacing thresholds of the rv lead had been gradually increasing. Therefore, this pacemaker was explanted and the lead was surgically abandoned because the patient was dependent. A new pacemaker and rv lead were successfully placed. No additional adverse patient effects were reported.